Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a lead revision was performed due to dislodgement. During the lead revision, while repositioning the lead with the stylet the physician cut the lead with a scalpel. The lead was explanted and replaced. The patient condition was stable.